Event description:
It was reported that a pump has a system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Physical inspection found that the upper latch switch bracket screws were loose, allowing the upper latch switch to move in and out from the upper door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the symptom code 322. The upper auxiliary assembly will be replaced.